Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use the stylet was not able to be removed from the 2.5x23mm xience skypoint stent delivery system (sds). The sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.